Manufacturer narrative:
Investigation: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for leakage of the IV cannula with the incident lot was observed. Additionally, inspection of the customer samples was performed and a split in the IV cannula was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on the investigation, the most likely root cause was determined to be related to a supplier manufacturing issue. As a result, bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated.

Event description:
It was reported that a bd vacutainer® winged safety push button blood collection set leaked during use. There was no report of exposure to mucous membranes, injury or medical interventions.